Event description:
It was reported the system was reverting back to standby in the middle of initial testing before a procedure. It was determined the footswitch cable was intermittent causing an error which would sometimes recover leaving the system in standby. There was no pt consequence.